Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found that the ring cover, two side bail covers, the lead flex cover and the battery drawer were broken, as well as the ring and two side bails bent, the liquid crystal display (lcd) out of specification and the battery drawer o-ring missing.

Event description:
It was reported that the external pace generator (epg) had upper and lower case damage as well as cracked covers. The epg was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.